Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump alarmed motor error and no delivery. The paramedics were called several times. Customer has adrenal issues. Customer had passed out and the paramedics were called to treat. The current blood glucose reading is 221 mg/dl. Nothing further reported.